Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers off by itself intermittently. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powers off by itself intermittently. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the device's electronic records for review. Upon review of the electronic records, physio-control determined that the actual date of the event was (B)(6) 2018. As a result, event date, has been updated accordingly. Through analysis of the electronic records, physio-control was also able to verify that the device powered off unexpectedly five (5) times on the date of the event. As a precaution, physio-control replaced the device's power pcb assembly, battery wire harness assembly, and battery contact assembly. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.